Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in patient experiencing a low. Patient reported medical intervention occurred, as paramedics were present to administer an IV of glucose to the patient. Patient reported no injuries or further medical intervention. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported high alerts were functional, but low alert only vibrates. Patient relayed their current condition as having a headache, but otherwise feeling fine.

Manufacturer narrative:
(B)(4).evaluation of the returned device and review of the data log did not confirm the reported intermittent audio output. No defect was found.